Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Leaflets were thickened and swollen at the free margin near the commissures. Two non-transmural damages were observed on leaflet 1. The damages were beveled at the outflow aspect and had typical characteristic of those caused by suture tail abrasion. As received, there was no suture left on the sewing ring. Serrated markings were observed on leaflets 2 and 3 near commissure 3. The sewing ring was cut at multiple locations around the valve. X-ray demonstrated an intact wireform. The clinical report of paravalvular regurgitation could not be confirmed through visual observations of the returned device. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Corrected data through investigation, it was determined this event was non-device related.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation has not yet started. Additional manufacturer narrative: this device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. A supplemental MDR will be submitted once new information is received. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm aortic pericardial valve, implanted approximately two (2) years, eight (8) months, was explanted due to aortic paravalvular regurgitation. This device was originally implanted for aortic valve replacement to correct aortic regurgitation due to bicuspid aortic valve and annulo-aortic ectasia (aae). This device was explanted and replaced with a 27mm aortic pericardial valve with no adverse patient effects reported as a result of the valve replacement. At explant, there was no problem with the explanted valve. The patient status was reported as ¿recovered¿ at intensive care unit. The device was returned for evaluation. The patient also underwent mitral valve repair with a 28mm annuloplasty ring, tricuspid valve repair with a 30mm annuloplasty ring, and ascending aorta replacement during the procedure.